Event description:
A customer reported that a system message displayed and there was no infusion available during a vitreoretinal procedure. The pt's eye collapsed but the surgeon was able to increase the pressure with no harm to the pt. The customer reinserted the cassette and was able to complete the procedure with no harm to the pt.

Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for eval and no add'l info provided related to this event. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. The root cause could not be conclusively determined. (B)(4).